Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Initial sij fusion implant occurred (B)(6) 2016. The surgeon reported the patient complained of a "pinched nerve" sensation after the procedure. The surgeon scheduled a revision procedure for (B)(6) 2016. The surgeon initially thought the pinched nerved was originating from the smaller, secondary implant which was implanted between s1 and s2 past the lateral margin, but that device was not near the foramen. Per x-ray it was noted that the primary implant had migrated into the foramen. The surgeon determined the patient put too much weight on the right leg and the implant sank into the ilium, which caused the tip of the implant to transverse into the foramen causing the pinched nerve. During the revision procedure, the surgeon replaced the secondary implant with a larger width implant. The removal of the primary implant was challenged by bone and tissue stuck in the head of the implant, but it was removed and replaced with a larger diameter implant and different trajectory to clear the s1 foramen. The surgeon deduced the patient's weight bearing activities led to the adverse event.